Event description:
It was reported that an iLet user experienced apparent insulin delivery failure with visible insulin leakage inside the pump housing after a meal, while the pump delivered multiple correction doses and displayed high glucose indications reported at 401 mg/dL; potential causes discussed included a not fully seated connector, a cartridge leak, overfilling beyond recommended volume, and residual air in the cartridge. Symptoms included hyperglycemia and thirst. Outcomes included user education and continued monitoring without medical intervention or hospitalization. Investigation included review of delivery history via app sync and guided troubleshooting on cartridge fill volume. Investigation of this case revealed that internal wetness in the cartridge compartment and sustained hyperglycemia was consistent with a delivery pathway issue associated with the cartridge or connector rather than a bent cannula, with insufficient priming and improper cartridge seating considered likely contributors. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors involving cartridge handling and connection integrity.

Manufacturer narrative:
Initial.